Manufacturer narrative:
Correction for h6 coding.

Event description:
It was reported that the patient's leadless pacemaker dislodged. No intervention was performed. The patient condition was unknown.

Manufacturer narrative:
Further information was requested but not received yet.